Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a 694758 lead, implanted: (B)(6) 2010; 407645 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection. The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.